Event description:
A pt reports undergoing bilateral cataract surgery with implantation of the crystalens. Immediately postoperatively, the pt complained of severe glare and halos at night. Pt also reports experiencing difficulty with night driving and seeing white flashes, even when her eyes are closed. Add'l info was requested from the implanting physician, who reports that the pt's bcva is 20/20, j2. The pt has been prescribed anti-glare glasses and eye drops to constrict the pupils. Ref MDR# 2031924-2008-00129.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.